Event description:
During patient treatment, the user reported mean airway pressure display went from 12 to 29 cm h2o, and amplitude display fell to 2 cm h2o. These displayed readings appeared to be "stuck". The patient was placed on another 3100a without compromise.